Manufacturer narrative:
(B)(6). Two unused products from same lot # was returned but not actual complaint device. Summary of investigation findings: imaging showed that the filter is deformed after deployment. It is described that after the inferior vena cava filter was unsheathed the doctor pulled the entire system down as a unit. Given the distortion of the secondary struts of the filter, the entire system did not likely move as a unit but rather the deployment portion of the system moved more caudal than the sheath itself causing the secondary struts to catch on the end of the delivery sheath resulting in their cranial displacement and outward bulging appearance however, imaging of the actual deployment is not provided. Therefore, it is not possible to determine an root cause for this incident. The root cause for this complaint is most likely user technique. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: after unsheathing the ivcf the doc pulled down the whole system as a unit. The legs did not open right away and the device now looks mangled inside the patient. They thought of retrieving it but did not have a long enough sheath and did not want to open the retrieval kit. The filter will be removed when needed as originally planned. Patient outcome: the ivcf is in the patient currently. Will be retrieved with a retrieval set for a future date.